Event description:
Concerned if some of the cotton separated and stayed in me - vagina [foreign body in reproductive tract] tampon unraveled when taken out [complication of device removal] when I took the tampon out it was unraveled at the end, concerned if some of the cotton separated [device breakage] case description: consumer contacted via e-mail and stated that when she took the tampon out, it was unraveled a bit at the end; she was concerned if some of the cotton separated. No serious injury was reported. (B)(6) 2020: consumer returned l. Tampon product (tampax was not involved in this reportable malfunction). Please see gs20073259 / MFR. Report #: 9615100-2020-00017.

Manufacturer narrative:
There is insufficient information to perfomr a product investigation.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Concerned if some of the cotton separated and stayed in me - vagina [foreign body in reproductive tract], tampon unraveled when taken out [complication of device removal], when I took the tampon out it was unraveled at the end, concerned if some of the cotton separated [device breakage]. Consumer contacted via e-mail and stated that when she took the tampon out, it was unraveled a bit at the end; she was concerned if some of the cotton separated. No serious injury was reported.